Event description:
It was reported that the device shifted and then embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and after all release criteria was checked the device was unscrewed from the core wire. The was and wds were removed from the patient and then it was noted that the closure device had shifted proximally and was rotated from the initial position. The physician made the decision to explant the closure device. While using forceps to successfully remove the closure device from the laa the device broke free from the forceps and traveled to the mitral valve. An attempt was made to retrieve the device from the mitral valve before it traveled into the left ventricle. The physician finally used a snare to secure the closure device and remove it from the left ventricle of the patient. There were no patient complications that were reported to have occurred from this event. The patient was kept overnight for observation and was doing fine following the procedure.

Event description:
It was reported that the device shifted and then embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and after all release criteria was checked the device was unscrewed from the core wire. The was and wds were removed from the patient and then it was noted that the closure device had shifted proximally and was rotated from the initial position. The physician made the decision to explant the closure device. While using forceps to successfully remove the closure device from the laa the device broke free from the forceps and traveled to the mitral valve. An attempt was made to retrieve the device from the mitral valve before it traveled into the left ventricle. The physician finally used a snare to secure the closure device and remove it from the left ventricle of the patient. There were no patient complications that were reported to have occurred from this event. The patient was kept overnight for observation and was doing fine following the procedure. It was further reported that there was no injury to the mitral valve noted at the completion of the procedure. The patient was stable and was discharged to home.

Manufacturer narrative:
The returned product consisted of a 24mm watchman implant. The delivery system was not returned. The implant was visually and microscopically examined. Inspection of the struts, fabric and anchors revealed the struts and anchors were entangled, and there was a hole in the fabric. No other damage or defect was observed. Media from the clinical procedure was provided to boston scientific (bsc) and reviewed by a member of the bsc global medical safety organization. The media review report concluded that the media was consistent with the event description showing device embolization to the left ventricle. The underestimated compression of the device at its shoulders, an imbalance between proximal and distal compression decreasing the effectiveness of the anchors and an insufficient tug test might have contributed to this complication. Maneuvers to snare to the device are not shown. Product analysis could not confirm the reported event as clinical circumstances could not be replicated; media review confirmed the reported event.